Manufacturer narrative:
Internal complaint reference (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka surgery, while impacting the femur implant, the peg from journey fem impact bumper rt broke off and stuck in the jrn ii bcs lck fem implant impact. The surgery was completed, without any delay, with a s+n back-up device. No injuries were reported.

Manufacturer narrative:
H3, h6: the femoral implant impactor bumper was returned and evaluated, however, the locking femoral implant impactor was not returned for evaluation; therefore, a device analysis could not be performed. A visual inspection of the returned device finds the device returned with one of the posts fractured off and not returned. The device is worn from use with scratches and scuffs on all surfaces. A functional evaluation could not be performed due to the damage to the device. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral implant impactor bumper, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on historical data. For the locking femoral implant impactor, a review of complaint history based on historical data revealed a similar event for the listed batch. These failure modes will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that these products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse, or rough handling are likely potential factors that could contribute to the reported events. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.